Manufacturer narrative:
Information received from a manufacturing representative indicated this event was the same as a previous report. All further information received will be sent under regulatory report number 3007566237-2017-04292. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the implantable neurostimulator (ins) failed in the (B)(6) of 2016. The failure was not in relation to the ins reaching end of service (eos) or the replacement of the ins in (B)(6) 2015. No patient complications were reported. The patient's indication for use is dystonia.